Event description:
No new additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: malfunction of the image noised, universal cord unit and component failure of the outer tube. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the image was blurry due to malfunction of the universal cord unit, malfunction of the universal cord unit caused by a component failure of the 3rd party repair and insertion section has a slight indentation caused by a component failure of the outer tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had a blurry image. The event occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1 - address: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.